Manufacturer narrative:
Sections with additional information as of 6-jan-2021: h10: products were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-6 error and hi blood glucose test results. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer's information was provided to technician who was unable to contact the customer via telephone. No further information was able to be obtained.